Manufacturer narrative:
Concomitant medical products: product ID: model 8780 catheter, implanted on the (B)(6) 2019; product ID: model 8637-20 neuro pump, implanted on the (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible atrial lead dislodgement was noted on an electronic transmission approximately two weeks post implant. X-ray was taken and testing was performed. The right atrial (ra) lead was revised and remains in use. No patient complications have been reported as a result of this event.